Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse on review of the unit was unable to duplicate the problem, it was verified that the cardiosave would intermittently not power up properly when powered on. The fse replaced the executive processor board and re calibrated the helium regulators. The unit ran and passed all performance function tests. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) alarmed low vacuum. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d5, g2, h6(impact code).